Manufacturer narrative:
Device 4 of 5. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported 4 unused wafers and an unknown quantity of used wafers that had an off-centered starter hole. She experienced bleeding from the mucocutaneous junction at an approximate 3 o'clock area since (B)(6) 2019. She was unable to visualize this area as the blood congealed and obscured the view even as she tried to wipe it away. Reportedly, she was also limited by the fact that she only had 1 arm to use for her ostomy care. The end user reported that she felt like the amount of bleeding was more than what would be expected during a pouch change but she only noticed it during the pouch change. She did not have anybody that could look at the area for her. It had been intermittent but she reported that it had worsened than it was before. The end user stated that it was probable that she had used off-center wafers and that might be the cause of bleeding. The end user denied the use of any blood thinners. She reported that she had last measured her stoma size in summer of 2018 and the size was 25 mm. Picture was provided by the end user.